Event description:
Rptr had breast implants implanted 8/80 after bilateral mastectomies due to fibrocystic disease. In 1984 she began to experience a variety of rheumatological symptoms after enclosed capsulotomy 11/83. Implants were explanted 8/91. She has been ill continuously since 1984. She was diagnosed with atypical neurological and connective tissue disease 1994 by a board-certified rheumatologist.